Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been getting insulin suspend on low and alerts that their blood glucose was dropping. The customer reported that they were having sensor discrepancies. The customer¿s blood glucose value was 153 mg/dl while the sensor glucose value was 56 mg/dl. Troubleshooting was performed. The customer was advised to call back if problems continued to happen. The product will not be returned for analysis.